Event description:
Healthcare professional (hcp) reported no audible alarm had occurred in a high venous pressure alarm situation during treatment using the meridian hemodialysis instrument. Follow up with the hcp reveals that one of the patient care technicians noted a flashing red light displayed on the meridian machine during a patient treatment. Upon closer examination of the meridian it was revealed that the instrument was eliciting a high venous pressure alarm on the display, however, there was no audible alarm to accompany the visual alarm. According to the hcp, the instrument alarm was reset and the treatment continued to completion with no further difficulties. The hcp relates that there was no patient injury or medical intervention as a result of this incident.